Event description:
It is reported that the patient had problems with her medial collateral ligament and because of her age it was discussed with her caregivers that the best course of action would be to use an lps with post-op bracing. The patient was noncompliant and within two or three years fell and severed her medial collateral ligament. The deivices were removed and replaced with an rhk on august 2, 2005.